Event description:
Individual involved was a resident doing ob/gyn. The patient states dermatitis like symptoms started occurring over several weeks, but in 2001 after the patient's 1st case the patient noticed that the patient knuckles and up to the patient wrists were a bearning red color-but that it went away. After the patient 2nd case it occurred again. But after the patient 3rd case, the patient symptoms became systemic (hands, chest, neck & back) and the patient had tingllng/numbness of the lips. The patient went to employee health were the patient states patient was given oral antihistamines. The patient states that is doing fine now.